Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced cardiac tamponade and cardiac perforation. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. Pulmonary vein isolation (pvi) was completed as normal with 38 ablation deliveries. After the farawave catheter was removed from the patient and the access site closed a routine ultrasound examination was performed which detected a pericardial effusion. Blood was drained from the pericardial sac. The patient had a perforation on the left side of the heart that required closure. As the hospital did not have a cardiac surgery department, the patient was transferred to another hospital by helicopter where a minimally invasive procedure was completed to close the perforation. The patient remained in the intensive care unit (ICU) for monitoring before being transferred back to the hospital where the pfa procedure took place. The patient was last noted to be healthy.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block h6 patient codes.

Event description:
It was reported that the patient experienced cardiac tamponade and cardiac perforation. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. Pulmonary vein isolation (pvi) was completed as normal with 38 ablation deliveries. After the farawave catheter was removed from the patient and the access site closed a routine ultrasound examination was performed which detected a pericardial effusion. Blood was drained from the pericardial sac. The patient had a perforation on the left side of the heart that required closure. As the hospital did not have a cardiac surgery department, the patient was transferred to another hospital by helicopter where a minimally invasive procedure was completed to close the perforation. The patient remained in the intensive care unit (ICU) for monitoring before being transferred back to the hospital where the pfa procedure took place. The patient was last noted to be healthy.